Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that the patient was laying on the couch watching tv and she felt the pump "vibrate" on (B)(6) 2018. The patient had the pump refilled in (B)(6) 2018 (about a week ago) and they realized the pump had flipped in the pocket at the refill. The doctor was working with the patient on how to correct the pump position. No further complications were expected or anticipated.